Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced wound healing issues at the pocket site. As a result, the physician irrigated the pocket site on (B)(6)2017. No cultures were taken; however, the issue was inconclusive for infection. Follow-up identified the wound site is healing as expected.

Event description:
Follow-up identified the issue has resolved.